Event description:
It was reported that the physician discovered that the catheter was blocked during implantation. The catheter was removed and replaced with another. There was no impact to the patient.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.